Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood/ body fluid noted in the helix housing. Due to the insulation pushing on the rs- coil, the coil is not allowed to rotate freely. Therefore, the torque builds up on the lead. When enough torque is built up to overcome the constriction, the helix will actuate, but the helix action may no longer be smooth, and can ¿jump¿ forward due to the pent-up torque. Sometimes such in this case, the helix will no longer work at all. The bunched insulation is consistent with the lead having been placed in, or passed through a constricted area.

Event description:
Boston scientific received information that during an implant, this right ventricular (rv) lead was difficult to place. The helix would not extend with twenty turns. The ra lead was removed from body and straightened out, still was not working properly. The helix extended, but would not retract with twenty turns. The ra lead was removed and replaced. No adverse patient effects were reported.